Event description:
It was reported that shoe rubbed his ankle until it bled and left the pattern of the seam on his foot.

Manufacturer narrative:
It was reported that shoe rubbed his ankle until it bled and left the pattern of the seam on his foot. The shoe was returned and evaluated. The complaint has been confirmed; evaluation of the shoe found there is a seam inside the heel counter. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.